Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during testing a 980 ventilator went into an inoperable state. The reporter stated that during the extended self-test, the device was switched off putting the device into an inoperable state. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator was inoperable. Although requested, information as to the area of use at the time of the event and patient outcome has not been provided.